Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Per the IFU for the recap femoral resurfacing head, it is not to be used with an acetabular component: "the femoral head resurfacing device is not cleared for use with an acetabular component in the united states". Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". The user facility was notified of the event on june 18, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00880 / 00881). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patent reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to increased metal ion levels, pain, and squeaking. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.